Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that since (B)(6) 2018 the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. Contact reported the wake button is now nearly impossible to push. The customer's blood glucose level was 471 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.